Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported inaccurate readings. The case was escalated to next level support for further review. It was suggested that the user perform a sensor relink. Customer care contacted the user to continue the process and the user reported that they had already re-linked their sensor and the values were accurate. No further assistance was required.

Event description:
Sensonics was made aware of an incident in which a user reported sensor inaccuracies while using the system.no injury or medical intervention was reported. The user provided the following example: (B)(6) 2024: bg: 199 mg/dl / sg: 289 mg/dl. Bg: 207 mg/dl / sg: 292 mg/dl. Bg: 162 mg/dl / sg: 219 mg/dl. Bg: 152 mg/dl / sg: 154 mg/dl. After completing troubleshooting, it was found that the case needs to be escalated and a diagnostic upload is required.user was informed that the case will be escalated looking for further information.